Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a high blood glucose event due to insulin flow block on (B)(6) 2026.the patient received treatment with manual injection, after which the event resolved. No further information is available.